Event description:
Patient reported capsular contracture, baker grade unknown, and pain on the right side. The device has been explanted.

Manufacturer narrative:
The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade unknown.

Manufacturer narrative:
Device evaluation: based on the product analysis performed, the assessments of the complaint codes are: ¿ capsular contracture: unable to observe as it is not related to the manufacturing process. As per the investigation procedure creases and deformation was completed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required.

Event description:
Patient reported capsular contracture, baker grade unknown, and pain on the right side. Physician confirms capsular contracture baker grade iii diagnosed intraoperatively. The device has been explanted.

Event description:
Healthcare professional later reported baker grade iii.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted.

Manufacturer narrative:
Photo analysis: visual analysis of the photographs identified: capsular contracture: unable to observe since it is not related to the device. No further actions are required since no issue in the manufacturing of the device is observed.

Event description:
Patient reported capsular contracture, baker grade unknown, and pain on the right side. Physician confirms capsular contracture baker grade iii diagnosed intraoperatively. The device has been explanted.